Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to bipap device's sound abatement foam. The patient alleged visualization of particles. There was no report of serious patient harm or injury. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer previously reported on this device in src (B)(4). This report was submitted as a duplicate report of the previously submitted report. Consider this case as a duplicate of src (B)(4).